Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: construct: multiloc humeral nail was used for a proximal humerus fracture case. When drilling a proximal hole for distal locking after proximal locking with multiloc screws, the drill was interfered with the nail. After re-drilling and inserting a k-wire, the surgeon re-tried drilling while holding the sleeve, but could not avoid interference. The surgeon decided to take freehand drilling without the aiming arm and inserted locking screws, and then the operation was completed. This report is on the aiming arm. This is 1 of 4 reports. (B)(4).

Manufacturer narrative:
Manufacturing and product development evaluations were performed on the returned product. Traces of normal usage (tiny bumps and dents) were found on the instruments surface. Dimensional checks were performed and revealed the product to be within specification at the time of manufacture. Component tolerances were analyzed and determined to not contribute to this event. No misalignment of the aiming arms has been found as described in the complaint description. This complaint was deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.